Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced a loose end cap which was noted during use. The following information was provided by the initial reporter: the patient child was admitted to the hospital on (B)(6) 2020 due to "cough for 2 days" and was diagnosed as acute bronchitis. Intravenous infusion was given after admission, and intravenous indwelling needle infusion was applied to reduce the number of puncture and protected blood vessels. In the morning of (B)(6) 2020, intravenous infusion was performed with intravenous indwelling needle for the patient. The puncture was successful and normal infusion was performed. During the infusion process, the family members found that the indwelling needle was leaking liquid. Upon examination, it was found that the connection of the heparin cap was loose and the liquid was leaking, so they could not continue to use it. Then immediately pull out, and the second puncture, continue infusion treatment. Second puncture, resulting the child crying, family dissatisfaction.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced a loos end cap which was noted during use. The following information was provided by the initial reporter: the patient child was admitted to the hospital on (B)(6) 2020 due to "cough for 2 days" and was diagnosed as acute bronchitis. Intravenous infusion was given after admission, and intravenous indwelling needle infusion was applied to reduce the number of puncture and protected blood vessels. In the morning of (B)(6) 2020, intravenous infusion was performed with intravenous indwelling needle for the patient. The puncture was successful and normal infusion was performed. During the infusion process, the family members found that the indwelling needle was leaking liquid. Upon examination, it was found that the connection of the heparin cap was loose and the liquid was leaking, so they could not continue to use it. Then immediately pull out, and the second puncture, continue infusion treatment. Second puncture, resulting the child crying, family dissatisfaction.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9141685. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot. The units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.